Event description:
A ventilator was evaluated by a field service engineer for service. The device was not in patient use. During the evaluation of the device by the field service engineer, the device failed steps during testing. The device's oxygen blending module board was replaced to address the issue.